Event description:
The clinician reports the implant was inserted (B)(6) 2019 in fdi 14. Details of surgery: primary stability not achieved, implant surface not completely covered with bone and ridge augmentation. On (B)(6) 2019 non-osseointegration was verified. No product was returned to the manufacturer. At the event the patient experienced: mobility and swelling. No further patient complications were reported.